Event description:
It was reported that a folfusor sv 2ml/h ruptured during filling. According to the reporter, the infusor was filling with 50ml 5fu and 25ml nacl. No patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4). : manufacture dates for lot 13h086: august 26, 2013 - august 27, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the sample was not returned for evaluation, therefore the reported condition could not be confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.